Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative reported via email of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 30 mg/dl. The customer's wife stated that her husband is disabled. The wife stated that they had a lot of trouble last night with several lows and the alarm did not go off at 100. The wife stated that the alarm went off at 30 mg/dl which was very dangerous.